Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, the physician elected to convert the procedure and proceed with a bronchoscope. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized overnight for observation. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation or report that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of (B)(6) 2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, the procedure was converted and the physician continued with a bronchoscope. Additionally, a chest tube was placed to resolve the pneumothorax. And the patient was hospitalized overnight for observation. The cause of the complication is unknown. There was no allegation or report that a malfunction of an ion system, instrument, or accessory occurred.